Event description:
It was reported that there appears to be an undersensed r-wave causing a pause detection on the implantable cardiac monitor (icm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.